Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring was damaged on the motor device. It was further determined that the motor and control were defective. It was further determined that the device was getting hot; the tool did not hold and was too loud. It was further determined that the device failed pretest for loctite and cable assessment, motor thermistor assessment, safety assessment, noise assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device could not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.